Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the surgeon attempted to staple across the stomach and the tl90 stapler only partially deployed the staple line. The surgeon pulled another stapler to complete the case. There was no consequence to the pt.